Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient. The caller reported that the implantable neurostimulator (ins) did not provide the help the patient needed with their pain, so the ins was replaced with a different manufacturer¿s ins. The caller noted that the patient still has their leads implanted. They stated that the issue started probably a year after implant.